Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(4) 2022, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. There were no kinks or angulation noticed in the delivery system. During the first attempt to deploy the device in the patient body, it deployed in a cobra deformation shape. The device was placed in hot saline but did not revert back to its usual shape. A 20mm amplatzer septal occluder (8392162) was then successfully implanted. There was no clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was discharged 24 hours after the procedure.

Manufacturer narrative:
An event of device deformed into cobra shape was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One image from field appeared to show an distal disc of occluder device deformed in cobra shape when deployed through loader. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the initially filed report, the following information was received that the device was never released from the delivery cable while inside the patient. No additional information was provided.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. There were no kinks or angulation noticed in the delivery system. During the first attempt to deploy the device in the patient body, it deployed in a cobra deformation shape. The device was placed in hot saline but did not revert back to its usual shape. A 20mm amplatzer septal occluder ((B)(6) was then successfully implanted. There was no clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was discharged 24 hours after the procedure. Subsequent to the initially filed report, the following information was received that the device was never released from the delivery cable while inside the patient.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The correct delivery system was used, there was no anatomical interference, and no angulation or kink in the delivery system was reported. Based on the information received, the cause of the reported incident could not be conclusively determined.